Event description:
It was reported that the patient presented to the electrophysiology laboratory and was complaining of passing out and not feeling right which resulted in them going to the physician's office for evaluation. It was noted on device interrogation that the right ventricular (rv) lead exhibited high thresholds and no capture in both bipolar and unipolar configuration and they switched them to unipolar configuration. However intermittent capture was noted at maximum output. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted on: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.